Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with 10 bd vacutainer® blood collection tubes buffered sodium citrate 0.3 ml-0.109 m. The following information was provided by the initial reporter: black stain.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 26 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter and wrinkled label with the incident lots was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered with 10 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. The following information was provided by the initial reporter: black stain.